Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during a therapeutic laser enucleation of the prostate, the fiber snapped next to the base of the laser resectoscope and caused a minor laser burn to the surgeon's finger. No treatment was provided to the surgeon's burn. The surgeon reported he 'did not care about the injury.' The intended procedure was successfully completed after checking the integrity of the laser fiber and trimming it back. The enucleation right pedal setting was at energy 1j frequency 60hz short pulse and left pedal energy 1j frequency 30 hz long pulse throughout the procedure and used along with continuous irrigation. This event includes 2 reports: (B)(6): tfl-fbx550s. (B)(6): tfl-pls. This report is 1 of 2 for (B)(6): tfl-pls.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although a single cause could not be identified, it is likely that the fiber was bent beyond the minimal bend radius or that the laser fiber was damaged on the edge of the resectoscope contributing to the incident. The root cause could not be determined; however, the likely cause was not related to a user technique/human factors or device labeling/design and the action limit was not crossed for this model. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.